Event description:
A journal article was reviewed that contained information regarding this lead. Multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: infection, lead revision, and non-device related patient anatomy. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Reference article: "clinical experience with an active fixation coronary sinus lead - a single centre observation with 64 cases." Heart rhythm. 2009;6(5):s258.

Event description:
A journal article was reviewed that contained information regarding this lead. Multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: infection, lead revision, and non-device related patient anatomy. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event. It was reported that the lead dislodged. No further patient complications have been reported as a result of this event.